Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-72571. It was reported that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2024 due to an unknown reason. It was also reported that the patient's right atrial (ra) lead was capped and replaced on (B)(6) 2024 due to an unspecified impedance issue. Patient status was not provided.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.